Manufacturer narrative:
Physio-control evaluated the customer's device and confirmed that the reported issue of battery life shorter than expected, which is the likely cause of the reported issue of "device will not power on". The battery was not returned with the device. The device was tested with a test battery and was able to power on with no discrepancies. The cause of the reported issue was determined to be due to a faulty power management assembly.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement device.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.